Event description:
During an embolization procedure of a ba-tip aneurysm, the gdc ultrasoft coil unexpectedly detached. The subject coil detached while the excelsior sl-10 (2-tip) catheter was being repositioned. The coil was noted to have detached in the aneurysm. When the pusher wire was removed from the patient, the attending physician noticed that the mini coil remained attached. A total of 15 coils were deployed during the procedure. The reported problem occurred during positioning of the 14th coil. The post-operative condition of the patient was reported as being 'good'. No medical and/or surgical intervention was required.